Event description:
The customer reported that they observed three flu b positive (flu a and rsv negative) results which were negative on the shell vial tests. The lab reported the results to the doctor. This MDR is being submitted for the second of three results reported to the doctor. A voluntary recall has been performed related to the reported lot.

Manufacturer narrative:
The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), focus dx replaced the recombinant taq polymerase used in the mol2651 reaction mix with hot-start taq polymerase and reduced production time following bulk mol2651 formulation to 2 hours. Additionally, focus dx now employs more extensive testing with no template control (ntc) in the qc kit release criteria. These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).